Event description:
This is the second of two reports concerning the malibu locking cap (different lot numbers). It was reported during surgery that "one locking cap would not screw in and the other locking cap broke up". The surgery time was not extended more than 10 mins due to this issue and surgery was completed using a spare device that functioned correctly. There was no additional anesthesia administered. Additional info was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.